Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. No frozen screen noted. Battery out limit alarm was not verified due to unresponsive button. Time advanced properly during testing noted. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pumps screen is frozen. Customer also states that there is a battery out limit. The blood glucose reading is 222 mg/dl. Nothing further reported.